Event description:
It was reported that when a patient¿s pain device was implanted, the patient had a loss of therapeutic effect with her urinary device. It was noted that the patient¿s pain was not under control and it was believed that the pain therapy was for leg pain. Two days later, it was reported that a patient¿s pain device was implanted for right leg pain and the urinary device lead was implanted on the right side so the stimulation patterns were interfering with each other and the patient wasn¿t receiving therapeutic effect from either device. It was noted that the pain device was on the right buttock and the patient turned the urinary device off to see if the pain therapy would provide relief. It was reported that the patient was going to follow up with her doctor and manufacturer representative on (B)(6) 2013. It was later reported that with both the urinary device and the pain device active, the urinary device was not working and the patient¿s foot pain was not quite relieved. The patient met with her pain healthcare provider and manufacturer representatives to discuss the device interactions and it was decided to try therapies separately. The patient decided that she wanted to use the pain therapy and turned the urinary device off. It was reported that the patient was reprogrammed to optimize foot pain. It was noted that the patient contacted a manufacturer representative on (B)(6) 2013 because she couldn¿t find her patient programmer and needed stronger stimulation. Additional information has been requested but was not available as of the date of this report. See MFR. Report #3004209178-2013-19625 for information about the patient¿s urinary device.

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).